Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. On visual evaluation, the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to be clean. The maxcore disposable core biopsy instrument was received with both slides in their initial positions. No anomalies were noted to the device. On functional testing, to prime the top and bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device three times into the chicken breast using each trigger for a total of six tests. The device was able to prime and fire properly. All six samples were collected with no issue. Three electronic photos have been provided and reviewed. The first and third photos are similar, shows one maxcore device in half primed position and beside a protective tube is shown. The second photo shows the needle of the device in which the sample notch is visible. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is unconfirmed for the reported failure to fire as the returned device was able to prime, fire and collect the samples successfully. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, the outer cannula of the device failed to fire. It was further reported that the firing button was slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. It was reported that during the procedure the outer cannula allegedly can¿t be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos have been provided and reviewed. The first and third photos are similar, shows one maxcore device in half primed position and beside a protective tube is shown. The second photo shows the needle of the device in which the sample notch is visible. Based on the photo review the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the outer cannula can¿t be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.